Event description:
It was reported that the patient experienced pain at the implant site and the device was no longer providing any pain relief. It was also reported that the ipg was poking patient on the side. The patient underwent an ipg explant procedure and was doing well postoperatively. The explanted ipg will not be returned.